Manufacturer narrative:
H3 device evaluation: lens was returned in micro-centrifuge vial, in liquid with residue/debris on product. Visual inspection found no visual damage to lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo_13.2, -7.5/1.0/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023.the lens was replaced vertically with a same length lens due to excessive vault on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Correction information: h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).